Event description:
The complainant reported that in 2005 a therapeutic enteryx procedure was performed on a female patient with a history of gerd, who had responded well to ppi therapy. The patient had received a total of 9.4 cc's of enteryx in 4 sites. The procedure was reported to have gone well with all material visible within the confines of the esophagus upon fluoroscopy and post procedure x-ray. The patient complainted of dysphagia and chest pain for two days following the procedure, but responded well to oral analgesia. Two weeks post procedure, the pt developed symptoms of a respiratory tract infection and was treated with oral antibiotics by her primary care physician. Eight weeks post procedure, the pt was seen by the physician who performed the enteryx procedure. At that time the gerd symptoms were reported to be resolved, but the pt had a persistent cough. The pt was still complaining of a cough. In addition, the patient was complaining of an intermittent fever, dyspnea and a sore throat. A chest x-ray that was performed showed a consolidation of contrast material, thought to be enteryx, in the right lower lobe about 5 cm's from the esophagus. An egd was performed in 2005 with negative results. The pt was referred to a pulmonologist who performed a bronchoscopy. Blood was found in the right lower lobe. The patient was admitted to the hospital and received IV antibiotics. In the following month the patient had a few episodes of hemoptysis and reported to have coughed out material that was analyzed and determined to be "polymer - like" by the pathologist. Currently, the patient is doing fine overall, although she does have recurrent respiratory infections requiring antibiotics. It was also indicated that the patient has put on weight (amount not reported) as a result of not being able to carry out her usual activities.